Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is ¿ni¿ as it is unknown which catalog number was the reported device.

Event description:
This is filed to report worsening mitral regurgitation, surgical intervention, tissue damage, and prolonged hospitalization it was reported that the initial mitraclip procedure performed on (B)(6) 2021 was to treat mitral regurgitation (mr) with a grade of 2-3. Two clips (10205u461,10929r139) were successfully implanted, reducing mr to 1. Then on (B)(6) 2022, during a one month follow-up, it was discovered that mr worsened to 3. Both clips was stable on both leaflets. On (B)(6) 2022, the patient was re-admitted and underwent mitral valve replacement. It was noted that the cardiac surgeon observed a tear in the posterior leaflet from one of the clips. It is unknown at this time which clip caused the tear. No other information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history was not performed as no part number was provided. Product performance engineering reviewed the incident information; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. In this case, there was no reported device malfunction associated with the clip delivery system (cds) device. The reported patient effects of unspecified tissue injury and mitral regurgitation (mr), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information provided, the reported tissue injury appears to be related to procedural condition and the worsening mr appears to be due to the tissue injury as it was reported that during a one-month follow-up, it was discovered that mr worsened to 3. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was re-admitted and underwent mitral valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling.